Manufacturer narrative:
No motor arm failed self-test, software error detected or no motor movement or negligible movement. Retries to free a stuck motor failed noted during testing, however no motor movement or negligible movement. Retries to free a stuck motor failed noted in trace download analysis due to moisture damage. Unit passed self test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms. Customer states they were able to rewind the insulin pump. Customer states the insulin pump was not dropped or bumped. Customer states they perform displacement test and self-test and tests was passed. The device will be returned for analysis.